Event description:
Boston scientific crm received information that the patient with this pacemaker was admitted to the hospital due to a very slow heart rate of 40bpm. The device battery had depleted without warning; no pacing and no magnet rate were available. There was no indication of the elective replacement indicator being declared. The patient was evaluated in (B)(6), 2010 with a magnet rate of 90 beats per minute. A boston scientific crm technical service representative was contacted. The device was explanted and returned to boston scientific crm for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device functioned within the electrical specifications during analysis. Based on the available information and the returned ECG strips; the device was at the end of life during the (B)(6) 2010 follow up and exceeded the predicted longevity. Analysis has concluded that the device performed normally throughout testing, operating as designed.